Manufacturer narrative:
(B)(4).

Event description:
This device was explanted because the device failed to rescue the patient during a dft testing. A medtronic sub coil was implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bos. An amount of 19 charging cycles were recorded to the device memory. The memory content of the device was analyzed showing no anomalies. The available iegms documented that 30 j and 40 j energy shocks were delivered but could not terminate the induced tachycardia as a result of a defibrillation threshold above the programmed energy. There was no indication of an ICD malfunction. The ICD functioned as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. A thorough analysis of the ICD proved the device to be fully functional. Biotronik monitors the post market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.